Event description:
Hamilton medical ag received the following incident description from hamilton UK: "customer reported a problem with the g5 they were using, unable to achieve any tidal volumes."

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. Based on the information found, the root cause of the event cannot be determined. A possible cause could be leak on the breathing circuit. The distributor technician completed all the tsw (test software), and unit has passed all tests and calibrations. There was no patient or user harm reported.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from hamilton UK: "customer reported a problem with the g5 they were using, unable to achieve any tidal volumes."